Event description:
A customer contacted beckman coulter regarding an erroneously elevated result generated by the access instrument. The erroneously elevated accu tni result was 1.2 ng/ml. The customer indicated that the erroneously elevated result occurred on the single pt sample and the elevated accu tni result was reported out of the lab. The pt sample was retested for accu tni and the accu tni result was 0.03 ng/ml. The customer indicated that there has been no change to pt treatment that can be attributed to this event.